Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that the patient experienced a pericardial effusion. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect for laac kit was selected for use. There was a trace effusion noted prior to procedure. The physician performed transseptal puncture with no issues reported and positioned the watchman sheath (was) in the laa of the patient and then inserted the 27mm watchman delivery system (wds). The closure device was deployed in the patient, but the position was too proximal. A second deployment was performed and at this time, a pericardial effusion was noted. The physician performed a pericardiocentesis and returned the drained blood back to the patient. The effusion resolved and the procedure was continued. A new 24mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any other complications, was admitted to the hospital beyond standard of care and was later discharged. The device is not expected to be returned for analysis (disposed). There was no device malfunctions noted. In the physician opinion, is it believed that access solutions (transseptal products) did not contribute to the patient complication, but most likely its procedure related.